Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, witnessed the presence of a filament at the time of injection, from a cartridge. The filament was removed from the patient's eye during the same procedure and the surgery was completed without impact to the patient. Additional information has been requested.